Event description:
The customer filed a medwatch which stated "the pt was attempting to climb out of bed and was leaning against the side rail. The siderail released and the pt fell to floor hitting their head." Pt received contusions to the face.